Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. Quality control was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During this visit, the cse inspected the integrated multisensor technology (imt) module and observed that the pump rate was high and was out of range. The cse adjusted the pump rate, cleaned/styletted all the ports of the rotary valve, noted evidence of imt port overflow, bleached the imt port, and ran a precision test. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that a falsely elevated sodium (na) result was obtained on a patient sample on a dimension exl with lm integrated chemistry system. The initial result was not reported to the physician(s). The sample was repeated on an initial instrument. The repeat result recovered lower than the initial result and was aligned with the patient's history. The repeat result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to a falsely elevated na result.